Manufacturer narrative:
The customer was contacted for the return of the product. The customer indicated the device and clinical files will not be returned to zoll medical for evaluation at this time.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) after one successful shock was delivered, the device inappropriately displayed a "check pads" message. Complainant indicated that the clinician obtained another set of electrodes to continue treating the patient. However, the device displayed a "check pads" message. During biomed testing, the malfunction was not duplicated. The patient subsequently expired.